Manufacturer narrative:
(B)(4). Device internal memory was reviewed. Intermittent battery connection recorded in internal memory.

Event description:
It has been reported that the AED did not pass self diagnostic check.